Event description:
Site reported trouble loading the planning file on the superdimension inreach system. The superdimension portion of the case was cancelled and the patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event.

Manufacturer narrative:
A component of the system, a CT scan, was returned for evaluation. A software anomaly was identified and resolved. In addition, the evaluation found when the user reconstructed the CT to replan the case, the site selected the wrong plan which did not enable them to continue with the case. Superdimension is filing this MDR is an abundance of caution due to the risks associated with multiple exposures to anesthesia.